Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor alarmed multiple sensor error alerts. Customer's blood glucose was 5 mmol/l. During troubleshooting, found the cannula was bent. Customer reported the sensor alarmed multiple lost sensor alarms. During troubleshooting, found the electrode was missing from the sensor. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.